Event description:
Documented pacemaker failure with heart rate dropping to 35 per minute and no evidence of pacing. Measured lead impedance drops to less than 100 ohms with manipulation of pacer pocket. Pt required removal of old pulsed generator, removal of transvenous electrode and new pacing electrodes and pacemaker.